Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the small intestine and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation prior to the procedure, the cut wire snapped upon first bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.